Event description:
The reporter advised that a patient reported an inflammatory reaction to vicryl at an unspecified time following hysterectomy. No other information is available.

Manufacturer narrative:
No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.